Manufacturer narrative:
Additional information was added to h3, h4, h6, and h11: h4: the lot was manufactured between january 30, 2025 ¿ january 31, 2025. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the unit was observed. When the unit was removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Functional testing was performed after ensuring the winged luer cap was securely connected, and no leak was observed. The reported condition was verified. The cause was determined to be from use error. The product label (IFU, instructions for use) indicates, "ensure that the winged luer cap is securely connected after filling and priming." A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked within the sealed overpouch. The issue was noticed prior to patient use. The device was filled with 180ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.